Manufacturer narrative:
Inspected 1 opened/used enlite sensor and perform continuity resistance test. Sensor failed per specifications. Bent sensor cannula confirmed.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose. The customer reported that the emergency medical services were also called. The customer's blood glucose was 40 mg/dl at the time of incident. The customer reported that the had blood glucose of 114 mg/dl. The customer's blood glucose was 261 mg/dl at the time of call. The customer reported multiple sensor issues. The insulin pump will not be returned for analysis. The sensor was returned for analysis.